Event description:
It was reported during a colon resection, the access 55 was fired and staples did not form completely. This was discovered after the colon had been cut and the stapler jaws opened. The anastomosis could not be stapled with an ils and the case was completed hand suturing. There was no consequence to the pt. 4/2/98, it was reported to the sales rep by the surgeon that he believes that while using the device he needed to place it so low that it torqued the alignment pin preventing it from engaging in the device.